Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the external of the cassette after ending their pd treatment. There was no fluid discovered in the pump module area of the cycler. The patient reported receiving an air detected in cassette alarm during dwell 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated they received an air detected in cassette alarm during dwell 1 of 3 and treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and there was fluid leaking from the external of the cassette. The patient stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient stated that the machine was not replaced.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the external of the cassette after ending their pd treatment. There was no fluid discovered in the pump module area of the cycler. The patient reported receiving an air detected in cassette alarm during dwell 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated they received an air detected in cassette alarm during dwell 1 of 3 and treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and there was fluid leaking from the external of the cassette. The patient stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient is receiving a new cycler and has been continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks found in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, and a balloon valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that pneumatic valve v3 was replaced due to physical damage. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the external of the cassette after ending their pd treatment. There was no fluid discovered in the pump module area of the cycler. The patient called back three days after their initial allegation and clarified that there was fluid within the cycler during the original event. Fluid was confirmed to be found in the pump module area of the cycler. The patient reported receiving an air detected in cassette alarm during dwell 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated they received an air detected in cassette alarm during dwell 1 of 3 and treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and there was fluid leaking from the external of the cassette. The patient stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient is receiving a new cycler and has been continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrections: b5.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the external of the cassette after ending their pd treatment. There was no fluid discovered in the pump module area of the cycler. The patient called back three days after their initial allegation and clarified that there was fluid within the cycler during the original event. Fluid was confirmed to be found in the pump module area of the cycler. The patient reported receiving an air detected in cassette alarm during dwell 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated they received an air detected in cassette alarm during dwell 1 of 3 and treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and there was fluid leaking from the external of the cassette. The patient stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient is receiving a new cycler and has been continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the external of the cassette after ending their pd treatment. There was no fluid discovered in the pump module area of the cycler. The patient reported receiving an air detected in cassette alarm during dwell 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated they received an air detected in cassette alarm during dwell 1 of 3 and treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and there was fluid leaking from the external of the cassette. The patient stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient is receiving a new cycler and has been continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the external of the cassette after ending their pd treatment. There was no fluid discovered in the pump module area of the cycler. The patient reported receiving an air detected in cassette alarm during dwell 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated they received an air detected in cassette alarm during dwell 1 of 3 and treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and there was fluid leaking from the external of the cassette. The patient stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient is receiving a new cycler and has been continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.